Event description:
The customer obtained non-reproducible, higher than expected vitros trop I es results for multiple patient samples (patient 1 result = 0.115 ng/ml; patient 2 result = 0.129 ng/ml) processed on the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer repeated the trop I es patient samples (repeat of patient 1 is < 0.012 ng/ml; repeat of patient 2 is < 0.012 ng/ml). The affected trop I es patient result for patient 1 was reported to a clinician, and a corrected report was issued. There was no report of patient harm as a result of this event. This report is number one of 2 MDR's for this event. Two 3500a forms are being submitted for this event as two patient samples were involved. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros trop I es results occurred. The samples involved were not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive root cause for the event could not be determined. However, an improper pre-analytical sample processing issue cannot be ruled out as a contributing factor. Performance testing by the customer and by an ocd field engineer verified that the vitros system was operating as expected. There is no evidence that the vitros eci analyzer or trop I es reagent had malfunctioned.